Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue that began (B)(6) 2019. The reporter alleged less than expected battery life. Troubleshooting was completed with animas customer technical support with the following findings: the reporter confirmed the battery type matched the battery setting, there were no unconfirmed reminders, alarms or warnings, the correct battery type was being used, the alarm history indicated battery life was less than expected, low battery alarms appear in the alarm history and three separate batteries out of a least two separate packs reportedly produced the same battery life issue. The reporter was unable to confirm if the battery type setting in the pump matched the batteries being used. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings:.unable to investigate reported short battery life due to no power to pump (see (B)(4) animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.